Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient underwent surgical intervention during which the ipg was explanted and replaced. The replacement ipg was implanted in the patient's abdomen. The reason for explant is unknown at this time.

Event description:
Follow up revealed that the patient's ipg was replaced and relocated due to discomfort.